Event description:
Related manufacturer reference number: 2017865-2025-10729. It was reported that the patient presented for a system extraction procedure due to an unknown malfunction. The entire system, including the pacemaker, the right ventricular lead, the right atrial lead, and a capped right ventricular lead, was explanted. The system was replaced with a leadless pacemaker. No patient condition was reported.

Event description:
Additional information received notes that the patient had infection. The entire pacemaker system was explanted. The condition of the patient is unknown.

Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.